Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration / perforation: fallopian tubes / malposition') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), cardiac disorder ("blood/heart disorder"), blood disorder ("blood/heart disorder") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2006. At the time of the report, the fallopian tube perforation, menorrhagia, metrorrhagia, cardiac disorder, blood disorder and psychological trauma outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure (ess205). The reporter commented: patient received treatment for perforation fallopian tubes, abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), blood/heart disorder psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure -n an unknown date: essure confirmation test (unspecified) showed malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received : previously reported event of "injury nos" was replaced with pelvic pain. New events added - perforation fallopian tubes, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods), blood/heart disorder, psych injury. Event outcome abdominal pain, pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse. Reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.